Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated the patient was discharged 2 days following the valve implant.

Manufacturer narrative:
Updated data: b5. A fourth paragraph was added. D4 - UDI corrected data: b5. The last sentence of the third paragraph was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of the transcatheter bioprosthetic valve a left bundle branch block (lbbb) was identified. As result, the beta-blocker medication was discontinued. Hospitalization was prolonged as result of this event. The lbbb was still present at discharge. Out-patient holter monitoring was planned. The physician indicated the lbbb was causal related to the procedure and transcatheter valve. No patient complications have been reported as a result of this event. Additional information indicated the patient was discharged 2 days following the valve implant. Additional information was received to report the holter monitor study completed approximately one month, three weeks following the onset of the lbbb. Summary of the report states: predominant rhythm is sinus with mean heart rate 83 bpm and range 59 to 128 bpm. No significant blocks or pauses. Infrequent ventricular ectopy, no sustained ventricular tachycardia (v-tach), no non-sustained v-tach. Moderately frequent supraventricular ectopy. Longest run of non-sustained supraventricular tachycardia was 9 beats. Additional information was received indicated that an electrocardiogram (ECG) performed approximately seven months following the implant of the valve, showed lbbb, which likely resulted from the transcatheter aortic valve (tav) implant.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Corrected data: additional codes. The annex f code for medication was erroneously omitted from the previously submitted reports. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of the transcatheter bioprosthetic valve a left bundle branch block (lbbb) was identified. As result, the beta-blocker medication was discontinued. Hospitalization was prolonged as result of this event. The lbbb was still present at discharge. Out-patient holter monitoring was planned. The physician indicated the lbbb was causal related to the procedure and transcatheter valve. No patient complications have been reported as a result of this event. Additional information indicated the patient was discharged 2 days following the valve implant. Additional information was received to report the holter monitor study completed approximately one month, three weeks following the onset of the lbbb. Summary of the report states: predominant rhythm is sinus with mean heart rate 83 bpm and range 59 to 128 bpm. No significant blocks or pauses. Infrequent ventricular ectopy, no sustained ventricular tachycardia (v-tach), no non-sustained v-tach. Moderately frequent supraventricular ectopy. Longest run of non-supraventricular tachycardia was 9 beats.

Manufacturer narrative:
Continuation of d10: product ID {{ l-evolutfx-2329}}; product lot/serial number {{ 0012436673}}; product type: {{compression loading system}}; implant date {{na}}; explant date {{na}} product ID {{ d-evolutfx-2329}}; product lot/serial number {{(B)(6)}}; product type: {{delivery catheter system}}; implant date {{na}}; explant date {{na}} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of the transcatheter bioprosthetic valve a left bundle branch block (lbbb) was identified. As result, the beta-blocker medication was discontinued. Hospitalization was prolonged as result of this event. The lbbb was still present at discharge. Out-patient holter monitoring was planned. The physician indicated the lbbb was causal related to the procedure and transcatheter valve. No patient complications have been reported as a result of this event.